Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached and imaging core windup began 22.0cm from the distal end of the connector shaft. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Impedance testing shows an electrical open at the proximal wave form. Media inspection of a picture provided by the site did not show any damage to the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The 75% stenosed, 30x2.50mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but during the procedure the image was lost. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.